Event description:
This ra lead was implanted on (B)(6) 2011 and remains implanted at this time. A call was placed to technical services on 07/26/2018 stating that noise was noted on this lead and looks like it could be from chest-wall or myopotential cause. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).